Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an MRI and but the device was not programmed before the procedure. After the procedure, it was noted that the device was in backup mode. The device was restored. The patient was asymptomatic before, during, and after the event.